Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 18novemner2024, a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and tethered leaflets. It was noted that imaging was difficult. An ntw clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and replaced. Tissue damage was suspected. An xtw clip was inserted and grasping was performed. However, the leaflets were difficult to be grasped. The clip was implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. The following day, echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping appears to be related to patient conditions (very strong tethering of the posterior leaflet and fragile posterior leaflet). Slda is related to patient and procedural conditions as per the physician, the border between the leaflet and chordate tendineae could not be seen by transgastric view, and it was determined that this was slda caused by the anatomical structure. Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to a very strong tethered posterior leaflet. Mitral valve insufficiency/regurgitation appears to be related to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.